Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the instrument was failing the quality control (qc), unless the customer manually adjusts the heating block temperature. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that service contacted the customer on phone. The customer was to order a new lot of abnormal act liquid controls and run these. This is their backup device so they are not in a rush at this time. No onsite service requested. No further action required.